Event description:
Customer reports wheezing. Customer had pulmonary and ent doctor visits, lung tests and multiple prescriptions of symbicort.

Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation